Event description:
It was reported that this insertable cardiac monitor (icm) was explanted after one month of being implanted due to battery replacement. No new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was inspected and analyzed. Visual examination noted no anomalies. The current drain was measured and found to be normal. Testing was completed to assess sensing and device functionality. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted after one month of being implanted due to battery replacement. No new device was implanted. No additional adverse patient effects were reported.